Event description:
It was reported that during surgery the versajet ii did not suction. More than 30 minutes delay was reported and no backup device was available. The surgeon proceeded to complete the surgery without the device.

Manufacturer narrative:
The device, used in treatment, has not been received for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported event has been reviewed, revealing further instances which are being monitored to determine if additional actions are required. The reported event, highlights that there could have been an issue with the power supply. In this instance, it is likely that a fuse has failed in this instance. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.